Event description:
A customer reported a leaking clearlink secondary medication set. According to the report, the leak was identified at the male luer lock area during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available.